Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated the previously reported complaint regarding the ins "shutting off" and not feeling stim when walking. The patient noted that they met with a rep who reprogrammed the ins, and that everything was resolved. The patient was feeling good stimulation "at all angles."

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that when a manufacturer¿s representative (rep) reprogrammed her the other day, everything went good and further stated the rep reprogrammed her to where she could walk with it and also feel stimulation. The patient reported that the rep told her to go home and charge. The patient reported that she didn¿t understand because when she left the office, she was able to walk and feel stimulation standing up and sitting down but she was now not feeling it that way. The patient reported that now when she laid down it ¿kicks off.¿ the patient reported that she was told by the rep that she should feel stimulation moving around. The patient reported that he device shouldn¿t kick off on her like that. The patient clarified what ¿kicks off¿ on her meant and reported that it felt like the device turned off. The patient reported that when she moved a certain way, it would turn back on. The patient reported that she didn¿t check the patient programmer (pp) to see the status of the implant when that happened. The patient confirmed the implant was on using the pp at the time of the call and reported being on ¿a¿ and ¿2¿. The patient reported that she wasn¿t feeling any stimulation at the time of the call. The patient reported that she got stimulation up to 8.00v and had her legs straight but didn¿t feel any stimulation. The patient confirmed she had adaptive stimulation. The patient reported that when she left the office the other day, the rep had her on 7.00v and she couldn¿t walk and said rep had to shut her off. The patient also reported that she was on 8.00v and could walk and further noted that this didn¿t make sense. The patient reported that she didn¿t feel anything when she laid down. The patient reported that she could feel stimulation now when she leaned back on the call. The patient confirmed that the reprogramming previously mentioned was her first programming after implant. There were no falls or traumas that could be related to this issue. No further complications were reported.